Event description:
It was reported that a surgery is scheduled for the spectra penile prosthesis which "began to lose rigidity" and the patient needed "greater length." There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the spectra penile prosthesis was replaced additionally for infection. No further patient complications were reported in relation to this event.

Manufacturer narrative:
One spectra malleable cylinder was returned for evaluation. Analysis results indicate the device operated according to specifications.